Event description:
A healthcare facility reported a pt developed a pressure ulcer on the bridge of their nose while using an rt040 full face mask. The healthcare facility reported: the pt was placed on CPAP and subsequently bipap treatment. In 2008, a nurse noted the pt's nose was reddened due to the pressure of the mask. On the following day, an md noted there was skin breakdown from the mask and ordered a wound ostomy continence nurse (wocn) consult. Two days later, the pt was seen by the wocn who identified an "unstageable" pressure ulcer on the bridge of the pt's nose.